Event description:
The report received indicated that the actual side port became detached from the sheath. When moving patient off bed patient stated you're hurting me and they noticed side port became detached from sheath. That had to leave sheath in patient but clamp off side port with clamps until act was low enough to pull. No other issues were reported and patient was discharged and is fine. ( they're not sure if patient rolled on side port and it pull off ). The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The sheath was in place 90 minutes "until heparin wore off then removed and held pressure." There was excessive bleeding until they clamped off side but the patient did not require blood transfusion. The procedure being performed was a diagnostic coronary.

Manufacturer narrative:
The report received indicated that while removing the patient from the procedural bed after the procedure, the actual side port became detached from the sheath. The side port was quickly closed with clamps after some blood loss. The patient did not require a transfusion. The sheath remained in the patient for about 90 minutes until the act levels permitted withdrawal and pressure was applied to achieve hemostasis. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. It was believed that the patient inadvertently rolled over the side port and it pulled it off. One non-sterile 6fr sheath introducer was received inside a plastic bag. The tubing was received detached from the side port. The edge of the tubing present's evidence that the tubing was properly attached to the side port. No more anomalies were found. Refer to attachment. Review of lot 15492432 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. The tubing detachment reported by the customer was confirmed during analysis. However, evidence that the tubing was properly attached to the side port before leaving the facility was found. The cause of the detachment of the tubing could not be determined. However, the tubing could have been caught accidentally under the patient as he/she was being removed from the procedural table contributing to the reported the event. Neither the product analysis nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.